Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? Right upper lung cancer. Were there any staple formation issues identified? Malformed with irregular shape. When did the bleeding start? After fired. What was the estimated blood loss? Unknown. Did the patient require a transfusion? No. Where specifically was the bleeding identified in correlation to staple line? Bleeding on the staple line. What is the current patient status? Stable and left from the hospital.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Were there any staple formation issues identified? When did the bleeding start? What was the estimated blood loss? Did the patient require a transfusion? Where specifically was the bleeding identified in correlation to staple line? What is the current patient status?

Event description:
It was reported that during the thoracoscopic resection of the lung. When severing pulmonary vein of right upper lobe, after fired, with good staple line. But the patient was bleeding, could not stop bleeding with compression hemostasis, changed to the open surgery, suture was used to sew the wound and stop the bleeding. Now the patient is stable and left from hospital.